Event description:
It was reported that during an appendectomy the device did not function properly after 20 minutes. The coagulation effect was poor. The case were completed with no patient consequence.